Manufacturer narrative:
The complaint sample was returned for evaluation and revealed a hole in the center of the lens. A review of the lot device history records is in progress. Medical documentation was not provided.

Event description:
Consumer reported wearing new lens and experiencing pain in right eye. Consumer visited eye clinic and reported that the treating doctor noted a scratched right eye. Consumer stated that doctor prescribed levofloxacin ophthalmic solution and instructed them to discontinue lens wear for three days. A follow-up visit was not scheduled. Consumer is recovered. Medical documentation was not provided.

Manufacturer narrative:
A review of the lot device history records concludes that the product was manufactured, packaged and released according to global and plant product specifications. Based on available information, no causal factors can be determined and no conclusion can be drawn.